Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer is unable to perform the op check because the display is flickering. There was no reported patient involvement.

Manufacturer narrative:
The processor pca will be replaced and the device will undergo all performance assurance testing and will be returned to the customer.